Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected field: d5. Additional information: event site postal code: 265. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The on-site test revealed a normal ECG signal and helium cylinder. However, an auto-fill test failed, leading to maintenance mode activation. Gas valve and safety disk leak tests were normal. Auto-fill failure persisted during pipeline testing due to internal parts failure. A standby machine was dispatched.